Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a pause at the beginning of an episode, while the patient was in an atrial arrhythima. It was noted that after the pause, the ICD mode switched. No noise was observed on the e-grams or any sign of oversensing.